Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd microlance¿ 3 needle there was an issue with a needle break. It was stated ¿the needle breaks off in patient during injection; the needle has to be surgically removed. This is the second "breaks off" complaint.¿

Manufacturer narrative:
Investigation results: no sample or photos were returned for evaluation. Complaint trending review of lot for this issue reveals 2 complaints (including this one) from the same customer. DHR/bhr review: the device history records of reported lot 161022 have been reviewed and no discrepancies or abnormalities were found during manufacture of the assembled needle lot (#6292076) during which 608 visual inspections of 25 units each one were carried out with zero defects noted of a total of 18,020,450 manufactured units. Our production and inspection records and have established that all production and quality processes were carried out normally. Needle were packed in machine 2101 ((B)(6) 2016) during which 60 visual inspections of 100 units were carried out with zero defects noted. Research has found neither qn no ncmr's related to defect reported in assembled needles batch #6292076 ((B)(6) 2017) manufactured in machine 4412 during which 608 visual inspection of 25 units were carried out with zero defects noted. Pull test values: max. 11,35 min 9,28 and average 10,24 kg. We have not been provided with affected sample or picture to confirm the reported failure mode, so it is not possible to perform an accurate investigation of the reported issue based on available information and in accordance determine a root cause related to needle manufacturing process. The cannula used to manufacture microlance needles complies with the requirements of the iso standard iso 9626, ¿stainless steel needle tubing for the manufacture of medical devices¿. Therefore, although microlance 30g needle is the smallest cannula gauge within the range of the product, any breakage issue is really rare unless there was some inappropriate use of the product, for example, because of some bending of the needle while injecting. Additionally, the cannula pull out test is evaluated for compliance with the requirements of the standard ¿iso 7864:1993 sterile hypodermic needles for single use every single needle lot before release. In conclusion, we can assure that the probability of finding this issue in our manufacturing process is very low. Most likely cause is because of incorrect handling of the product since it was performed by end user, a non-health care professional. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.